Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing, resulting in pause episodes. The device is still in use. No patient complications have been reported as a result of this event.